Manufacturer narrative:
Correction to the initial MDR in block h11.additional suspect medical device components involved in the event:model number/catalog number: sc-9208-15serial number: (B)(6)batch/lot number: 7072661model/catalog description: precision s8 adapter 15cmunique identifier (UDI) #: (B)(4).model number/catalog number: sc-9208-15serial number: (B)(6)batch/lot number: 7072857model/catalog description: precision s8 adapter 15cmunique identifier (UDI) #: (B)(4)sc-1432 (sn 214350)investigation resultsthe ipg was not returned for analysis; therefore, a technical analysis could not be performed. The device was kept by the medical facility. Device history recordit was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling reviewreview of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was kept by the medical facility.